Manufacturer narrative:
Patient information is unknown device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email is not available for reporting reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a foot surgery procedure on (B)(6) 2018, the 25mm drill guide from elite compression implant drilling templates (el-dts) broke during drilling. It was noted that the broken pieces were recovered and new drill kit was used. There was no patient consequence reported. It was unknown if there was a surgical delay. Procedure outcome was unknown. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that procedure was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# el-dts, lot# bdt180080. Manufacturing location: biomedical enterprises, san antonio, tx, manufacturing date: mar 05, 2018, expiry date: jan 29, 2023.the device history record shows this lot of elite drill templates was processed through the normal manufacturing and inspection operations with one nonconformance generated that could contribute to the complaint condition. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the DHR showed there were potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.